Event description:
The customer alleged no audible alarm which was discovered during routine pre-pt testing (test) and was also noted to be intermittent. The nellcor puritan-bennett customer support engineer inspected the device and replaced the alarm and power switch. The unit passed extended self-tesing. It is not verified that there was no audible alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.